Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of her high blood glucose level of 540 mg/dl. The customer also went comatose. Her most recent blood glucose level was 359 mg/dl. Her high blood glucose level was treated with manual injections. The battery compartment was also reported to be broken.the customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.